Event description:
It was reported that during the implant procedure, the physician wanted to change the mandrin but could not insert the new one. About 1cm inside the plug, there was an obstacle which could not be surmounted. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there was a foreign material obstruction in the distal conductor. It was determined that the damage was caused at implant.